Manufacturer narrative:
(B)(4). (B)(6). The lot was manufactured december 22, 2016 ¿ december 23, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a the bladder of a small volume folfusor ruptured during filling with 28.5 ml of 5% glucose and 50 ml of fluorouracil. There was no patient involvement. No additional information is available.